Manufacturer narrative:
Pc-(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Was there any change in the patient¿s post-operative care due to the events reported in this file? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent an abdominal closure procedure on (B)(6) 2022 and suture was used. During the surgery , the instrument nurse checked the integrity of the needle and sent the needle to the doctor. When the doctor sent the needle into the abdominal cavity through a 10mm puncture device, it was embedded with the narrow part of the puncture device and pulling off the suture needle happened. It was found that it was left in the puncture device through searching. Removed and checked that the needle is complete. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? - was the needle piece(s) retrieved during the same procedure? - were x-rays taken to locate the needle piece(s)? - what measures were taken to retrieve the broken piece? - was there any additional tissue damage as a result of searching for the needle piece? - was there any change in the patient¿s post-operative care due to the events reported in this file? - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. ----------all answers above are unobtainable. Once there is any update, we will update the information. After investigation, the patient was a female who underwent laparoscopic salpingostomy (with unknown surgical side) on (B)(6) 2022. The operator intended to use the vcp311h for tissue suturing (with unknown specific suture tissue level and suture method) during surgery. Pull off suture needle occurred during the process of sending the device into the abdominal cavity through a 10mm puncture device. The operator immediately removed the needle and checked the integrity of the suture needle. The operation was continued after confirming that there was no residual foreign body in the patient's body. The subsequent operation went smoothly. This event did not cause harm to the patient. The patient has been discharged smoothly currently. No subsequent adverse event report was received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.